Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during maintenance involving an olympus gastrointestinal videoscope. The customer suspected that the cause of issue was due to poor interface contact. There was no patient involvement.